Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The articulated arm of the support arm moves from the "0" to "2" positions, however it cannot extend further into the "3" to "4" positions. The robot can be used in the full "0-2" range, which is what is typically used during surgery.

Manufacturer narrative:
It was reported that field service engineer (fse) noticed during maintenance that the telescopic arm did not extend to position 3 and 4. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A review of the last preventive maintenance performed indicates that the device was in compliance. The root cause of the issue cannot be determined. It is noted that the issue has been resolved without any intervention, during its last visit on site the fse noticed that the arm was moving properly.

Event description:
The articulated arm of the support arm moves from the "0" to "2" positions, however it cannot extend further into the "3" to "4" positions. The robot can be used in the full "0-2" range, which is what is typically used during surgery.